Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the svc defibrillation impedance steady at approximately 56 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016.

Event description:
It was reported that high superior vena cava (svc) coil impedance on the right ventricular (rv) lead was observed. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.